Manufacturer narrative:
Per the tandem user guide, ¿keep the transmitter and the pump within 20 feet of each other without obstruction.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were multiple obstructions between the sensor and the pump, and subsequently caused out of range issues between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 295 mg/dl. During troubleshooting with tandem technical support, the issue resolved and cgm sensor readings was able to be resumed.